Event description:
Dr was using the medtronic cranial perforator when during using the device it did not stop. This is a huge issue as it could have caused harm to the patient. He had to drill two holes in the skull and both times it did not stop. Had he not noticed that it was not stopping he could have potentially drilled a hole into the patients dura causing more harm and injury to the patient. This has been an ongoing issue with these drill perforators. Dr is not the only surgeon that has had this issue with it.